Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aq-2010v intraocular lens in the right eye. During the insertion process, the lens ejected faster than usual and opened sooner than usual. The haptic was not in the bag and it pushed up against the bag and broke it. The lens was removed, an anterior vitrectomy was done and another lens was implanted. Preop va was 20/100 and iop was was 15mm. Pod1 vasc was 20/100, 20/70 ph and iop was 37mm. The pt's vision has improved and prognosis is good.